Event description:
It was reported that during a lar procedure, after the initial mobilization of the bowel, the proximal resection was made by using a device the staple line was over sutured. The circular stapler was inserted and the trocar put forward through the bowel wall. The detachable anvil and the trocar were put together. An inspection was made. The assisting surgeon started to close the instrument slowly. When he felt that he had a good compression, close to the end of the gap scale, an new inspection was conducted. He then fired the instrument plastic-to-plastic and heard the washer break and got a tactile feedback. The adjusting knob was turn almost 3/4 of a revolution and the instrument was withdraw by rotation it gently. A new inspection was conducted. To test the anastomose; the surgeon filled the abdomen with fluid and clamping the bowel proximal to the anastomose and then injection air in to the bowel through the anus with the help of a syringe. This is when the leaked from the staple line was discovered. Bubbles come out of two place of the staple line.

Manufacturer narrative:
Info anticipated, but unavailable at this time.